Event description:
The customer reported that the insulin pump alarmed motor error several times. The customer stated that she was not programming the device when the error happened. Troubleshooting was performed. Ran a displacement test and failed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.